Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's issue was confirmed. The evaluation found the sealing rings were damaged and the outer tube had dents. Additionally, the lot number was worn out and could not be recognized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rigid endoscope sheath's ceramic tip was broken. The issue was found during preparation for a therapeutic transurethral resection of prostatic hyperplasia. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (investigation findings- remove 3233 and investigation conclusion- remove 11). Additional information added to field h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction of ceramic tip broken was confirmed. Based on the results of the investigation, it is presumed that the event occurred due to thermal induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. The following is included in the instructions for use (IFU): warning: infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspects the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿. Olympus will continue to monitor field performance for this device.